Manufacturer narrative:
A2): patient''s date of birth unk. A4): patient''s weight unk. B6): relevant tests/laboratory data unk. D4): device lot number, expiration date unk. Partial UDI populated. H3): a portion of the device was discarded and a portion remained in the patient, thus no investigation could be completed. H4): device manufacture date unk because lot number unk. H6): although lld cut and cap is a known risk of complication with use of the lld, the physician did not attempt to unlock the lld from the lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) leads due to occlusion, non function, lead fracture, and a redundant lead (models 0180 and 1580). Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a spectranetics 13f tightrail rotating dilator sheath and the tightrail outer sheath on the 0180 rv lead, dense fibrosis and calcium were encountered, with chunks of calcium being removed via the tightrail. It was difficult to consistently monitor the patient''s status and blood pressure, and at some point during the procedure, the patient''s blood pressure dropped. Rescue efforts began, including rescue balloon. Contrast was used proximal and distal to the balloon to look for signs of injury, with none detected. The balloon was deflated, and transesophageal echocardiography (tee) detected an effusion. The patient''s blood pressure was extremely low for an extended period of time, and the patient went into ventricular tachycardia (vt), requiring defibrillation. Further rescue efforts included pericardiocentesis, rapid infusion, and CPR. Due to continuing blood loss, a sternotomy was performed. A 0.5-1 cm perforation was discovered in the innominate/superior vena cava (svc) region and repaired (MDR #3007284006-2024-00017). The physician chose to abandon further extraction attempts. There was no attempt to unlock the llds from the leads, and the 0180 rv lead/lld (MDR #3007284006-2024-00016) and the 1580 rv lead/lld (MDR #3007284006-2024-00018) were cut and capped and remained in the patient. The patient survived the procedure. The night of the procedure, it was determined that the patient experienced brain injury from the extended low blood pressure during the lead extraction attempt. Additionally, a liver laceration was discovered (occurred during CPR and not device related) and repaired. However, seven days post-procedure, on (B)(6) 2024, the patient died (MDR #3007284006-2024-00017). This report captures the lld within the 1580 rv lead, which was cut and capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.